Manufacturer narrative:
(B)(4).

Event description:
The patient reports developing a lump on the left side along the perioral lines after receiving juvederm (concentration and volume unk) to the area. The patient reports being injected with hyaluronidase which resulted in a 50% reduction of the lump. Additionally, the patient reports a different physician treated the area with disport to remove the lump. The patient said that disport had no effect. The patient was also prescribed valtrex which the patient took for 2 weeks then stopped. The patient reports allergies to: molds, dust, pollen, penicillin, and cephalosporin. The patient is currently taking synthroid and protonic medications. The patient did not give allergan permission to contact the physician and no follow up is possible at this time. Allergan's approach to compliance is to resolve all doubts in favor of reporting.